Event description:
Event description guidant received information that this lead exhibited no pacing output with increased thresholds and noise. The noise contributed to inappropriate vt episodes to be stored in the device. In addition, a gradual rise in the leads impedance to 1500 ohms was noted in the daily measurements. During the revision procedure, the source of the clinical observations were isolated to the tip of the lead. While being viewed with flouroscopy, the lead's tip appeared to flex between the anode ring and helix housing. The lead was removed from the patient and unipolar impedance values through the pacing system analyzer were stable at 300 ohms. An inner conducter fracture was suspected. Due to these observations and the dependancy of the patient, the lead was removed and successfully replaced.